Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) alarm during dwell 2 of 2 was not confirmed due to lack of sample. The cause was undetermined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set), during dwell 2 of 2 on the home choice (hc). The technical services representative (tsr) explained the alarm. The home patient (hp) had not disconnected, no leaks and all the unused lines were closed. The hp cycled the power and the tsr assisted to retrieve the cassette and advised to contact the registered nurse (rn). Product surveillance contacted the pd rn on (B)(6) 2011 regarding the system error 2240 alarm. The pd rn stated the hp did not contact her about the alarm. The pd rn stated the hp discards his supplies and that he was doing fine with therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.